Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a breach was found in the packaging seal. This breach was confirmed through a dye penetration test. The complaint is confirmed. The defect was likely caused by reversion during the sterilization heating cycle. This is supported by a lighter colored adhesive transfer to the clear film and the blister being shallower on the defect side. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and complaints of a similar nature were found for this lot number.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.